Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been randomly locking drawers. A field service engineer (fse) checked the universal serial bus (usb) settings for power management. The fse ran the hardware test application (hta), which passed. The fse checked the connections on the bus and verified battery voltage in hta. The event viewer was checked, but no corresponding errors related to the issue were found. The fse reloaded the remote support service (rss) for another issue. Additionally, fse replaced the communication sled, cleaned exterior and removed debris as preventive maintenance. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station has been randomly locked drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.